Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer report number: 2017865-2020-00122. It was reported that the right atrial lead exhibited intermittent noise, causing the device to inappropriately mode switch. During explant procedure, the atrial lead was found stuck to the right ventricular lead in the superior vena cava due to adhesion. The doctor explanted and replaced the leads. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a partial lead was returned in two pieces; the connector portion measured 9.1 cm while the distal portion measured 58.2 cm. The reported event of noise was confirmed. External abrasion was found breaching the outer insulation and exposing the outer coil at 6.1- 6.2 cm from the distal tip consistent with friction to another device or feature of the patient anatomy.